Event description:
The ventilator turned itself off while on the patient. Rn bagged while I turned it back on. The ventilator message screen stated "restarting cockpit." Ventilator replaced and clinical engineering was notified. Clinical engineering removed the ventilator for further repairs.